Event description:
It was reported that the patient is complaining of discomfort in the surgical area. Patient is experiencing pain on the side of the right hip. Patient also states that the pain has been constant since the surgery.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.